Event description:
Luckily, nothing more happened [no adverse event]. Oral-b toothbrush burst open while charging [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush handle burst open while charging and that nothing more had happened. No injury was reported. 21-feb-2025 case update: the suspect product lot was 3ua40740631. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Manufacturer narrative:
11-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Luckily, nothing more happened [no adverse event]. Oral-b toothbrush burst open while charging [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush handle burst open while charging and that nothing more had happened. No injury was reported. 21-feb-2025 case update: the suspect product lot was 3ua40740631. No injury was reported. 27-mar-2025 case update from information initially received on 21-feb-2025: the suspect product was oral-b rechargeable toothbrush handle 3708. No injury was reported.